Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k), calcium (ca), and carbon dioxide (co2) results generated by the unicel dxc 800 pro synchron chemistry analyzer on two patient samples. In addition, the sodium (na) and chloride (cl) results of these specimens were suppressed. No false results were reported out of the laboratory. The samples were redrawn, giving accurate results, which were reported out. The two erroneous ise results along with the repeated results, provided by the customer, are shown. Customer indicated that there was no affect to patient treatment in regards to this event.

Manufacturer narrative:
Prior to the event ise qc results were within the lab's established ranges. The customer contacted the bci hotline and was directed to clean the modular chemistry (mc) sample probe. This resolved the issue, however, a clear root cause is unknown at this time.